Event description:
It was reported that the handpiece heated up during an oral procedure. There was no reported pt or user injury and another handpiece was available to complete the procedure.

Manufacturer narrative:
The handpiece was received at the MFR for investigation. In order to address the issue of the handpiece heating up the bearings and nose cone were replaced and preventative maintenance was performed. The handpiece has since been returned to the account.